Event description:
My surgeon used the infuse which has caused me significant problems such as limited my mobility, I'm in a constant state of pain, I have nerve injuries and I'm worried I'll need another surgery.